Manufacturer narrative:
D3 - postal code updated, d4 - primary UDI number was updated. One sample was returned for evaluation. A lot of history review could not be performed because no lot number was provided. Visual inspection revealed that the pilot balloon felt hard, and the cuff appeared inflated with droplets inside. Functional testing showed fluid traveling through the inflation line into the cuff. When a cut syringe was attached to the inflation line and the cuff was compressed, air was released slowly. After cutting off the pilot balloon, air again escaped slowly. Finally, when the inflation line was cut, the same slow release of air was observed. The complainant¿s allegation was confirmed. The probable cause remains undetermined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was unable to be deflated and could not perform extubation. In addition, fluid had accumulated within the cuff. The event occurred during the patient use. There was no adverse event.